Event description:
One incident of a blood leak with the CT-190g dialyzer on reuse number 11. It was reported that the blood leak occurred at the start of treatment. Treatment was stopped, then resumed with new disposables, and completed without further incident. No patient injury or medical intervention was reported per chief technician. No further information was retained by the customer.